Event description:
Complainant alleged that the device inappropriately shut down and was unable to power back on. The battery was replaced and the device displayed "pacer fault 116," "pacer disabled," and "defib disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.